Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient saw foam at the end of the insulin cartridge during the past two months. She stated that she experienced elevated and unsteady blood glucose levels when the foam was present. She changed her infusion set and adapter to resolve the issue. She was then able to correct her blood glucose level via bolus with the infusion device. She stated the device has displayed e4 (occlusion error) twice, but she has been able to solve the issue by changing the infusion set. She does not think the device delivers insulin correctly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.